Event description:
It was reported while unloading the cot from the ambulance, with a patient on it, the hook on the ambulance floor allegedly did not catch the safety bail completely and the cot fell to the step/bumper of the ambulance. The patient alleged neck pain and this information was reported to the ER nurse. The complainant removed the cot from service for repairs after the alleged incident but did not report the involvement of the patient or the alleged injury to the service technician until (B)(6) 2016.. The service technician advised the manufacturer of the incident on (B)(6) 2016. A follow up communication with the complainant confirmed the allegation of injury by the patient; however, the complainant has not received any further information from the patient or medical staff regarding sustained injury. An investigation has been initiated to review the alleged incident and product evaluation.

Manufacturer narrative:
The cot was visually and functionally evaluated by an approved field service technician. It was observed the drop frame tube, the cross tube and catch tube were all bent. The observed bends did not allow the safety bail to swing freely in order to properly engage with the hook on the floor of the ambulance. The technician stated the bends were indicative of improperly attaching a cable and winch to the drop frame while towing in bariatric transfers with a ramp system. The technician advised the complainant to use a proper harness system for bariatric loading with a winch so as not to risk further cot damage. The cot was repaired and returned to service. The cot was 6 years old at the time of incident. A follow up call was placed to the complainant to follow up on the alleged patient injury. The complainant stated the patient complained of minor neck pain and was only evaluated at the ER when admitted but they had received no further medical reports on the patient. The complainant was also advised of the availability of an approved harness system for use in bariatric transfers and information was sent.

Event description:
It was reported while unloading the cot from the ambulance, with a patient on it, the hook on the ambulance floor allegedly did not catch the safety bail completely and the cot fell to the step/bumper of the ambulance. The patient alleged neck pain and this information was reported to the ER nurse. The complainant removed the cot from service for repairs after the alleged incident but did not report the involvement of the patient or the alleged injury to the service technician until 6/2/2016. The service technician advised the manufacturer of the incident on 6/3/16. A follow up communication with the complainant confirmed the allegation of injury by the patient; however, the complainant has not received any further information from the patient or medical staff regarding sustained injury. An investigation has been initiated to review the alleged incident and product evaluation.